Event description:
This is the report of a home patient (hp) who passed away. The cause of death is unknown. Additional information was requested but the request was declined.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A device history record review was performed with no issues found that would have caused or contributed to the reported death.